Event description:
Reporter alleged the blood glucose monitoring compact plus system generated an un-dosed result prior to the test strip being dosed with blood or control solution. Reporter stated the system generated a quantitative result however no specific result was provided. It was not provided as to whether any actions were taken or treatment was rec'd. A request was made for the return of the suspect device and replacement product was sent.